Event description:
Pt with ovarian cancer reportedly had a port placed sometime around 8/4/92 and not sure where. The distal part of catheter broke off and the metal part went into the right atrium which was removed successfully with angiography. The pt desired placement of a new catheter.